Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s therapy was interrupted due to high impedance on the right side of the dbs system. As such, surgical intervention took place wherein the right extension was explanted and replaced with a new extension addressing the issue. Reportedly, adequate therapy was confirmed post op. Investigation was unable to determine which of the extensions had high impedance.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: dbs extension, model: 6371, UDI: (B)(4), serial: (B)(6), batch:7422229.